Event description:
Per user facility medwatch form (B)(4). It is unknown if the device is available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.